Event description:
It was reported that (1) device was used during a sigma procedure. The device would not function (no further details available). Another device was used to complete the case. There was no consequence to the pt.